Event description:
The facility reported a colleague infusion pump with a malfunction of distorted main display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 'distorted main display' was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a faulty main display. The main display with its associated parts were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.